Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) at the start of the procedure. The patient's annulus was measured with a 90.4mm perimeter and a 628.2mm^2 area. Pre-dilation was performed with a non-abbott balloon. The final implant depth was 6mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Upon deployment of the valve it was noted that the aortic end of the stent from looked strange and two to three stent frames appeared to be bunched up. The annulus end of the valve was fully expanded. A post-balloon aortic valvuloplasty (bav) was performed twice with a 26mm non-abbott balloon, however the valve remained unchanged. A trivial perivalvular leak remained and the patient had a mean gradient at 3 mmhg. The patient's rbbb remained and a temporary pacemaker was inserted. The patient status was stable.

Event description:
It was reported on 16 june 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) at the start of the procedure. The patient's annulus was measured with a 90.4mm perimeter and a 628.2mm^2 area. Pre-dilation was performed with a non-abbott balloon. The final implant depth was 6mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Upon deployment of the valve it was noted that the aortic end of the stent from looked strange and two to three stent frames appeared to be bunched up. The annulus end of the valve was fully expanded. A post-balloon aortic valvuloplasty (bav) was performed twice with a 26mm non-abbott balloon, however the valve remained unchanged. A trivial perivalvular leak remained and the patient had a mean gradient at 3 mmhg. The patient's rbbb remained and a temporary pacemaker was inserted. Two days post-implant a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of right bundle branch block (rbbb), incomplete stent opening, and perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl is likely related to the reported incomplete stent opening and implant depth of 6mm from the ncc. However, the cause of the reported incomplete stent opening could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant balloon aortic valvuloplasty was performed to address incomplete stent expansion, and a temporary pacemaker was placed due to the pre-existing rbbb. The subsequent hospitalization was related to the implantation of a permanent pacemaker two days post-procedure, also attributed to the pre-existing rbbb. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.